Event description:
It was reported that during routine follow up, long charge time was observed when manual capacitor maintenance was performed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported extended charge time was confirmed in the laboratory. The hv capacitor set was returned to the manufacturer for further analysis and an internal hv capacitor anomaly was determined to be the cause of the reported extended charge time.